Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
The patient was revised to address a neck length that was too long for the patient and pain. Upon removal of the implant, it fractured.

Manufacturer narrative:
No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified no previous related report against lot 634705 for the prostalac stem. A review was still conducted of device history records and found no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.